Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The pump was not returned for investigation. Only the lt log was retrieved, and it suggests that the placement signal was lost a few minutes after pump insertion, and it completely returned to normal in a few hours. Signal-to-noise ratio was seen to spike to 50000, and contrast and gain were lost to 5000 and 500. The light and lamp were not affected during the loss of placement signal. The before ran pump was reviewed on same console, and it was seen that the same pattern of loss in placement signal occurred. Upon review of data logs, it is apparent that the console is the potential cause of the issue. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that the placement signal of an implanted impella cp was intermittent during patient support. No intervention was required and support continued uninterrupted. Care was eventually withdrawn, and the patient expired.